Event description:
A home pt contacted baxter technical service center regarding not priming prior to connecting to homechoice machine. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.